Event description:
The reporter indicated that an implantable collamer lens was implanted, and is planned to be removed and replaced due to sizing.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
B1 - corrected to: product problem (e.g., defects/malfunctions) in the initial MDR. B2 - required intervention to prevent impairment/damage should be removed from initial MDR. Claim # (B)(4).